Manufacturer narrative:
The patient¿s date of birth was on an unknown date in an unknown month of 1965. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was reported as patient had access to poor source of water due to poor environment. The patient was hospitalized for the event. On an unreported date the patient was treated with unspecified antibiotics (drug names, doses, routes, and frequencies not reported) for peritonitis. On an unreported date, dianeal therapy was discontinued and the patient was switched to hemodialysis. The same day as the event on set, the antibiotics were discontinued. At the time of this report, the patient had not recovered. No additional information is available.